Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed ¿improper shutdown!¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device turned off. The cause was identified to be the depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off. No additional information is available.